Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 278579 on panther instrument sn (B)(4) which had three discrepant samples. The samples were initially positive and reported to the physician, but not the patients. Separate aliquots of the original samples were retested twice and resulted negative both times; the negative results were reported to the patients. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of associated/reported adverse events.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. One of the samples was likely low-target, but the other two discrepant samples appeared to be removed from the initial sample rack and repeated on another instrument, therefore possibly mishandled. Customer agreed with pas's findings and added that they would be examining their workflow. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.